Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was reported that a balloon ruptured. No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Visual analysis of the returned device shows that a part of the balloon is missing from the distal peak to the end of this balloon. Both marker band are also missing. Note that the tip end of the stylet is bent. Based on the information provided, functional and visual analysis the most probable root cause of the rupture of the balloon could be attributed to the contact with bone splinters and/or surgical tool during surgery. The missing parts of the balloon and the bent tip end of the stylet indicate that an excessive strength and wrong manipulation has been applied to the ibt. The result of this is that the balloon has been totally torn and the tip end of the stylet has been bent.